Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the medication was programmed to infuse however "little later" was empty. There was patient involvement, but harm is unknown. Although requested, no further information was provided by the customer.

Manufacturer narrative:
Omit: c19 - no device problem found, d14 - no problem detected. Additional information: imdrf annex c and d codes.

Event description:
It was reported that the medication was programmed to infuse however "little later" was empty. There was patient involvement, but harm is unknown. Although requested, no further information was provided by the customer.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause: the probable cause of the medication was programmed to infuse however "little later" was empty was not identified by bd tech support during the customer call. As the customer was unresponsive to follow-up.

Event description:
It was reported that the medication was programmed to infuse however "little later" was empty. There was patient involvement, but harm is unknown. Although requested, no further information was provided by the customer.